Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were observed. When recapturing the leadless ipg the device came into contact with the edge of the delivery system cup and was dented. The leadless ipg was recaptured and was replaced. No patient complications have been reported as a result of this event.